Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported difficult to position (sleeve steering issue) could not be confirmed via returned device analysis. Additionally, difficult to remove the cds could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported difficult to position (sleeve steering issue) and difficult to remove could not be determined in this case. Lastly, the reported tissue damage appears to be due to procedural circumstances. The reported patient effect of atrial perforation is listed in the mitraclip ntr/xtr system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and an atrial perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted that the transseptal puncture was challenging due to the anatomy. The clip delivery system (cds) was advanced to the left atrium; however, when turning the m knob, the cds moved in the wrong direction. It was confirmed that the cds was correctly aligned with the steerable guide catheter (sgc). The cds was pulled back into the sgc, but the sgc was partially retracted at the same time and the clip met resistance with the septum. The clip was able to be freed from the septum and the cds was removed. After removal, tissue was observed on the clip arm. At the end of the procedure, the septum was assessed and tissue was observed in the left atrium, indicating an atrial perforation. No treatment was performed as the left to right shunt was not significant. One clip was implanted, reducing mr to 1. No additional information was provided.